Event description:
The manufacturer was made aware of a product complaint on 11/29/2022. It was reported that a system trial malfunctioned during a surgical procedure and was requested to be replaced. There were no known patient complications or delay in treatment. The surgeon had completed implant trailing when the malfunction occurred, so there were no additional instruments required to successfully complete the procedure. A return authorization was issued for return of the complaint instrument, which was not received at the manufacturer for complaint assessment. Four attempts to have the complaint instrument returned for assessment and final disposition were unsuccessful.

Manufacturer narrative:
Visual and functionality assessments could not be performed due to the instrument not being received by the manufacturer. A DHR review could not be performed due to the lot number of the device lot not being available. The root cause of this malfunction cannot be reliably determined with the information provided. There have not been any other complaints of similar nature in the past 12 months. The manufacturer will continue to monitor this instrument for complaints from the field.